Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by cloudy effluent and abdominal pain. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized for the event. A day after the event onset, the patient was treated with ceftazidime (discontinued after 14 days) for bacterial peritonitis. The patient was discharged from the hospital and recovered from the event (22 days after the event onset). Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
A2: age at time of event: the patient's age is "7 decades". E1: initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.